Event description:
PICC line insertion attempted right arm, unable to advance catheter. Attempted insertion in left arm & experienced difficulty in advancing the catheter. X-ray revealed catheter threaded up to approx mid-arm, then turned back on itself. Event reported to pt relations dept on 5/30/95